Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
The device was beeping, flashing red light, and saying low battery before expiry. There was no patient involved in this event.